Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unaware of the procedure for adding items to a patient's medication list within the cabinet. A technical support specialist accessed mql to confirm the availability of stock for the item. Subsequently, the specialist guided the user through the add item > rxverify process after ensuring they were logged into the cabinet. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medflex system was unable to add items to a patient's medication list within the cabinet. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.